Event description:
The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 01/29/2024.

Event description:
Healthcare provider reported a left side rupture. Healthcare provider stated that patient had an MRI to confirm the rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture. The device remains implanted.

Manufacturer narrative:
Device evaluation: the device is a silicone device. Based on the device analysis grid, the assessments of the complaint are: rupture: observed broken device on posterior assessed as smooth opening. Additional observations: no other observations observed on the device. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported a left side rupture. The device has been explanted.